Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the event occurred is unknown. The serial number of the device is unknown.

Event description:
Customer reported that approximately eight months prior to calling customer service on (B)(6) 2011, while he was on vacation, he took "too much insulin" because of his adc blood glucose meter and subsequently experienced a loss of consciousness. Customer was unable to remember what he thought was wrong with his meter that he believed caused the event. No third-party medical intervention was required. Customer self-treated by drinking orange juice. There was no report of death or permanent injury associated with this event.